Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six days post filter deployment, a computed tomography angiogram of chest was performed for evaluation of pulmonary embolism showed that there were bilateral filling defects in the right main pulmonary artery, right upper lobe, right middle lobe, right lower lobe, left lower lobe and left upper lobe consistent with extensive bilateral pulmonary emboli. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2017), g3, h6 (method) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that through the left common femoral vein approach, an inferior vena cava filter was deployed in a patient after being diagnosed with clot extending from the right femoral vein to the level of the right external iliac vein. Six days post the filter deployment, it was alleged that the patient allegedly experienced pulmonary embolism. The device has not been removed, and there have been no reported attempts made to retrieve the filter. The current status of the patient was unknown.

Event description:
It was reported through the litigation process that through the left common femoral vein approach, an inferior vena cava filter was deployed in a patient after being diagnosed with clot extending from the right femoral vein to the level of the right external iliac vein. Six days post the filter deployment, it was alleged that the patient allegedly experienced pulmonary embolism. The device has not been removed, and there have been no reported attempts made to retrieve the filter. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2017). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.